Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/ compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Unit received with intermittent up arrow button due to flattened dome switches (no crease). No unlocked lcd keypad connector.

Event description:
The caller reported that they were admitted to hospital on (B)(6) 2018 for high blood glucose level. Caller stated that the insulin pump will not rewind. Customer's blood glucose level was 400 mg/dl. The insulin pump system has not been in use within 48 hours of reported high blood glucose event. The customer had passed out. The up arrow key was not working. The time on the insulin pump did no advance. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.